Event description:
It was reported that the subject device had an emergency lamp malfunction e207 error. The issue was found during set up of the device. There were no reports of patient involvement.

Manufacturer narrative:
E1 complete initial reporter establishment name: (B)(6) hospital. E1 complete address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: emergency light malfunction, corrosion of the terminal. A root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was caused by the following: it is presumed that the e207 (emergency light malfunction) was displayed due to an emergency light malfunction (corrosion of the terminal) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.